Manufacturer narrative:
H.6. Results code 2 updated h.6. Results code 2: code 706- the device was returned for evaluation. The device evaluation showed the following: the primary deployment knob was separated from the remainder of the handle assembly. The fiber on the primary deployment handle was broken at the connector. The necking on the fiber indicates that the fiber broke in tension, which may have occurred during the primary deployment attempt. The deployment line access hatch was opened during the device evaluation. The primary deployment line was switched with a steering fiber. When primary deployment was initiated by pulling the primary deployment knob, the attached steering fiber likely broke because it could not be released from the device. Since the steering fibers are looped around the lockwire, the steering fibers cannot release from the device until the lockwire has been removed. The findings of the evaluation are consistent with the event description that the fiber attached to the primary deployment handle broke and therefore primary deployment was not initiated. The root cause for the fiber breaking during primary deployment is that the device was most likely manufactured incorrectly, such that a steering fiber was attached to the primary deployment handle, instead of the primary deployment line. H.6. Conclusions code 1 updated.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair using two gore® tag® conformable thoracic stent grafts with active control system. It was reported that the first device was advanced and deployed proximally with no reported issues. The second device was advanced with no reported issues. No resistance was noted upon device advancement. No significant patient tortuosity, calcium, or thrombus was noted. Reportedly when the device was in place, the first deployment step was initiated. The physician turned the handle to initiate deployment, and upon pulling the deployment handle less than 10 cm the primary deployment line broke. No resistance was noted. No portion of the constrained endoprosthesis deployed. The device was removed, and a new gore® tag® conformable thoracic stent graft with active control system was used to successfully complete the procedure. There were no further reported issues. The patient tolerated the procedure.